Manufacturer narrative:
Concomitant products: 5071-35 lead, implanted: (B)(6) 2009.

Event description:
It was reported that left ventricular (lv) lead impedance increased and is now high. An x-ray confirmed a connection issue. The lead was not fully inserted into the device header and the epicardial set screw appeared strange. In addition, the lead appeared distorted (there was a bend in the coil circle) but a definitive fracture was not visible. The patient will undergo a procedure to correct the connection issue. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.